Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable, as no complication with the device has been reported at this time. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient reference: 0001825034-2015-02191 / 0001825034-2016-05450.

Event description:
Legal counsel for patient reported that patient's left hip was revised 6 years post-implantation due to allegations of acetabular cup loosening and elevated metal ion levels. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted malpositioning of the acetabular cup and elevated metal ion levels. The operative report also indicated some acetabular defects, as well as bone grafting of a cyst.